Event description:
The customer reported to olympus, the evis exera iii xenon light source did not recognized the 190 scopes but only recognized 180 scopes. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: scope connector had poor contact which caused a b30 scope communication error, worn off output connector, front panel damage, and front panel power switch flaw due to cracks. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty output connector could not be identified. Olympus will continue to monitor field performance for this device.